Event description:
It was reported that device movement/shift and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. Implantation was very good and the release criteria were achieved (only a tiny shoulder, nice form, good compression within 10-30%, good anchoring, strong tug test, no leak). One week post-implant during a tte follow-up, the device was noted to have changed its form and position with a possible leak. The device shifted proximally out of the laa and into the left atrium. There was also concern about the device interacting with the mitral valve. No further intervention or treatment has been performed or planned at this time. A follow-up tee is scheduled for (B)(6) 2020. That patient status is stable.